Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the patient experienced complete heart block. The leadless implantable pulse generator (ipg) and delivery system exhibited placement difficulty. The device was removed from introducer and temporary lead was used to restore rhythm. During this procedure the leadless implantable pulse generator (ipg) system was accidently pushed off the sterile field and contaminated. The leadless implantable pulse generator (ipg) was attempted not used and replaced without complication. No further patient complications have been reported as a result of this event.